Event description:
Pt reported, the infusion set is leaky between the self adhesive and soft cannula. Pt reported an elevated blood glucose level of 300 mg/dl. Pt stated, he was able to get his blood glucose under control by himself with the infusion device. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.